Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgical procedure due to unspecified reasons. A new device was implanted. There were no patient complications.